Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, line b of the device was programmed in the piggyback mode to deliver doxorubicin 60 mg/m2 with cyclophosphamide 600 mg/m2 and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse went into the pt's room to check if the delivery was completed. At that time, the nurse noted the medication container was empty. It was reported that the secondary tubing set was full of air past the cassette, almost to the pt with no device alarm. It was reported, no air reached the pt. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The device was removed from clinical service. During testing at the user facility, the device passed testing by appropriately alarming when air was present distal to the device. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.